Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was feeling increased numbness. The patient was hospitalized, then later released being advised to let the medication have time to work as well as to turn on the stimulator.

Manufacturer narrative:
A patient experiencing numbness and having falls was reported to abbott. Patient was advised to turn stimulation off. No intervention planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.